Manufacturer narrative:
H6: the codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the pump in this report may have caused or contributed to a death or serious injury or that the pump in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2026-jan-29. The patient did not experience any symptoms related to the service code 529 regarding motor stall recovery. The serial number of the pump and pump implant date was provided. It was further reported that the patient did have magnetic resonance imaging on (B)(6) 2025, which corresponds to the logs which showed that the pump stopped on (B)(6) 2025. The cause of the unusual printout/bolus section empty was indicated as undetermined. No diagnostic tests were performed. The pump was read again regarding the unusual printout /bolus section having been empty, and the bridge bolus was then visible on this. As per a provided image of the programmer screen, the duration of the bolus was 17 hours and 58 minutes. Additional information was received from a company representative on 2026-jan-30. It was being considered that the missing or incorrect bolus information in the report is possibly caused by exiting the a810 application (for example, minimizing the application or locking the tablet) while a pump update for a bridge bolus is in progress as this will pause the update. It was reviewed / advised not to leave the application and therefore to keep it open as long as the communication is still in progress. Additional information was received from a foreign healthcare provider on 2026-feb-01. The healthcare provider indicated that they did not believe this was the cause regarding missing/incorrect bolus information since they never do that, and absolutely did not do that this time regarding the advisement to not leave the application while a pump update for a bridge bolus was in progress. The healthcare provider further reported that what does also happen regularly is that the clinician programmer screen image goes black for a moment and then reappears. It was further noted that this happens daily, but they don¿t get strange outputs every day. It was further noted that the clinician programmer tablet screen image goes black and reappears when they are making adjustments, but not during updates.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorphone 10 mg/ml at a dose of 2.994 mg/day and bupivacaine 4 mg/ml at a dose of 1.1977 mg/day via an implantable pump. It was reported that after a concentration change (with interim check by colleague) an unusual printout occurred. After updating the pump, the 'bolus' section was empty. The pump was read out again, and on the tablet, it indicated that a bridging bolus was in progress. The logs were read and the pump was updated again. Then there was a section of bridging bolus, with the total bolus displayed on the printout, which corresponded to the calculation. The hcp stated that they had never experienced this before. All documents were attached (synchromed logs, medtronic communication logs and patient data services logs). The hcp indicated that they had experienced this two times and was wondering if this could be due to their tablet. Additional information received indicated that service code 529 [the pump motor had stopped and been restored. This can be the result of an MRI scan] was seen. A critical alarm - pump motor stopped (03) message was seen on (B)(6) 2025 at 10:17 am. A pump motor stop restored (1a) message was seen on (B)(6) 2025 at 10:48 am.